Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, pipetted sample from well position h1 into well position h2 and did not give an error message. Customer noticed that tip for h1 must have hit the bottom or edge of well. Tip was bent. A field service engineer was dispatched. No death or serious injury was associated with this event.